Event description:
The customer reported that the insulin pump was immersed in water and there was fluid visible under the lcd display. The customer's blood glucose was 250 mg/dl. She also reported physical damage to the reservoir compartment opening where a part of the plastic broke off. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.